Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing implant pain. It was also reported that the patient was experiencing irritation around the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product will be sent for pathology and will not be returned.